Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of arrhythmia and atrial fibrillation as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that an unspecified stent and a non-abbott stent had been implanted in the mid left circumflex (lcx) coronary artery in the year 2006. On 19 october 2011, a cardiac resynchronization therapy defibrillator (crt-d) device was successfully implanted subcutaneously. On (B)(6) 2012, the patient presented with increasing shortness of breath, nausea, and vomiting and was treated with intravenous antibiotics and admitted for further evaluation. On (B)(6) 2012, the patient presented with an abnormal stress test and blockages in the lcx. An angiogram revealed in-stent restenosis (isr) of the unspecified stent previously implanted in the mid lcx in 2006. The distal lcx was stented with a 3.5x24 promus stent. During the procedure, the patient experienced atrial fibrillation resulting in the scheduling of dc cardioversion treatment following hospitalization; the patient also indicated that heart racing and decreased energy were felt; the patient medication (coumadin) was adjusted from 5mg to 4mg. The patient was discharged from the hospital (B)(6) 2012 without further complications. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) 2012: left circumflex was observed to have blockages and a cypher stent implanted 6 years prior; the distal left circumflex stented with a promus 3.5 x 24 element stent. No complications noted during procedure and patient was discharged from hospital on (B)(4) 2012; while at hospital for heart catheterization on (B)(6) 2012, patient heart rhythm noted to be atrial fibrillation (af) and patient was scheduled for dc cardioversion following hospitalization; patient complained of decreased energy and could feel heart rate racing at times, thus coumadin dosage was reduced adjusted to 4mg from 5mg; worsening of coronary artery disease occurring; elevated blood pressure readings noted on latitude; (B)(6) 2012: patient was in atrial fibrillation and cardioversion was only successful for a few days, thus, the patient was prescribed antiarrhythmic medication amiodarone 400mg bid for weeks. Though requested, exact date of birth and weight for this patient was not provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.